Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jul-2019 the following findings: during investigation, there was a call service 088 alarm in pump history. During duration testing a call service 088 alarm occurred. Pump opened, moisture damage found on the printed circuit board. Alarm due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.